Event description:
It was reported that prior to a percutaneous coronary intervention stent dislodgement occurred. As the physician removed the 3.5x16mm liberte stent from the protective hoop the stent dislodged from the balloon. Procedure was completed with another 3.5x16mm liberte stent. No additional patient complications were reported and the patient¿s current condition is good.

Event description:
It was reported that prior to a percutaneous coronary intervention, stent dislodgement occurred. As the physician removed the 3.5x16mm liberte stent from the protective hoop the stent dislodged from the balloon. Procedure was completed with another 3.5x16mm liberte stent. No additional patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Device evaluated by manufacturer - the delivery device was received for analysis with the stent detached from the balloon. The stent was received in a plastic container. An examination of the delivery device identified that the hypotube was kinked at 15.8cm distal to the strain relief. An examination of the balloon found a clear impression of the stent crimp on the balloon material. The balloon did not appear to have been subjected to any positive pressures. The stent was removed from the plastic container and it was noted that the stent struts were stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).